Manufacturer narrative:
Manufacturer ref# (B)(4). According to investigation the severity is 1 "no impact - no impact on patient or end user". The event is now considered non-reportable since device or procedure were unrelated to the secondary intervention. Summary of investigational findings: a 45-year old male patient with aneurysm in a distal descending thoracic aorta with max. Diameter 62mm. And dissection type b in thoracic aorta. There was no malperfusion. Re-entry tears were visible, and the false lumen was partially thrombosed. The patient underwent thoracic endovascular repair (tevar) the (B)(6) 2015 with zta-pt-36-32-209 (proximal component) and zta-pt-34-30-209 (distal component/ complaint device). Type b dissection was the primary indication for tevar. There were no difficulties in deployment of the devices. No adverse events were reported during the procedure. There was evidence of false lumen perfusion distal to endograft, in visceral aorta after the procedure. There was an entry tear at the level of left renal artery intentionally dilated (left renal artery arises from false lumen). The patient was discharged 11 days later. Follow-up CT assessments performed at 1-month, 12-months, and 3-years post-procedure continued to note the false lumen perfusion distal to the endograft through the distal re-entry tear. No interventions or adverse events were reported. On (B)(6) 2019 the site reported aneurysm expansion. The patient underwent the open surgery with left thoracophrenolombotomy, aneurysm flattening and visceral artery reimplantation the (B)(6) 2019. The site indicated that the event was not considered to be device or procedure related. This complaint was opened based on conversion to opened repair due to the reported aneurysm expansion 4 years after the first intervention. The alpha graft was implanted in the descending thoracic aorta to treat dissection and according to the site neither the device nor procedure were involved in the event. Therefore, the failure cannot be confirmed. Instead, this complaint will handle alpha graft used for treatment of dissection. According to the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Moreover, the IFU states that zta is not intended for the treatment of the patients with dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015 the patient received the following devices: proximal component: zta-pt-36-32-209 lot number: e3344854, distal component: zta-pt-34-30-209 lot number: e3350643. Left subclavian artery (lsa) was intentionally covered by the stent graft fabric. The proximal zone of the stent graft implantation was zone 0. Lsa revascularization was also performed during the procedure. There were no difficulties deploying the devices. No adverse events were reported during the procedure. There was evidence of false lumen perfusion distal to endograft, in visceral aorta after the procedure. There was an entry tear at the level of left renal artery intentionally dilated (left venal artery arises from false lumen). The patient was discharged 11 days later. Follow-up CT assessments performed at 1-month, 12-months, and 3-years post-procedure continued to note the false lumen perfusion distal to the endograft through the distal re-entry tear. No interventions or adverse events were reported. On (B)(6) 2019 the site reported aneurysm expansion and performed a secondary intervention on (B)(6) 2019 (open surgery with left thoracophrenolumbotomy, aneurysm flattening and visceral artery reimplantation). The site indicated that the event was not considered to be device or procedure related. Patient outcome: the patient was discharged on (B)(6) 2019 and remains in the study.